Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("passes blood clots nos") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concurrent conditions included postpartum state, pelvic congestion syndrome and adenomyosis. In (B)(6) 2014, the patient experienced menorrhagia ("persistent increased menstrual flow / abnormal bleeding (menorrhagia)"), dyspareunia ("painful sexual intercourse /dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("lower back pain"), asthenia ("no energy"), loss of libido ("no sex drive"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("hives on arms & back"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 5 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual cramps / dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain") and alopecia ("hair loss"). On an unknown date, the patient experienced anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, abdominal pain upper, abdominal pain lower, dysmenorrhoea, menorrhagia, dyspareunia, alopecia, anxiety and depression had not resolved and the vaginal haemorrhage, back pain, asthenia, loss of libido, female sexual dysfunction, urticaria, fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, asthenia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, loss of libido, menorrhagia, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: both tubes are occluded. On (B)(6) 2014: hysterosalpingogram (hsg) test confirmed satisfactory placement of both coils and showed both tubes were occluded. On (B)(6) 2014: hysterosalpingogram: impression: both tubes are occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was define. Therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received. Event genital hemorrhage was updated as incident. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.